Manufacturer narrative:
H.6. Investigation: a 2000e sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample. Additionally, the customer provided a photograph of the affected sample to assist the investigation; analysis of the photograph confirmed that the affected lot was 20026655 and that the connecting product was a 5ml bd luer slip syringe. A review of the production records for lot 20026655 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. See h.10.

Event description:
It was reported that the ll vlv adpt(stand alone) had a valve check malfunction and flow issues/blockage that kept it from injecting. The following information was provided by the initial reporter: "valve malfunction, unable to inject"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) had a valve check malfunction and flow issues/blockage that kept it from injecting. The following information was provided by the initial reporter: "valve malfunction, unable to inject."